Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. No additional information available.

Event description:
It was reported that the patient underwent a "lap band" procedure. Subsequent to the procedure from (B)(6) 2009 through (B)(6) 2010 the patient states "suffered from pain and constant drainage at the port site in her abdomen." On (B)(6) 2009 and (B)(6) 2010 two corrective procedures were performed and on (B)(6) 2010, the patient pulled a piece of plastic tubing from the port site. The port sight closed up and healed within a few days of removing the plastic tubing.